Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the proximal right coronary artery (rca). A xience stent was implanted and then the 5x8 mm nc trek balloon dilatation catheter (bdc) was used for post dilatation. The balloon was inflated to 16 atmospheres but would not deflate. The guide catheter and guide wire had to be pulled out of the anatomy and the balloon was still inflated. On inspection out of the anatomy, a hole was noted in the hypotube of the device. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.